Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative population for the complaint lot number is within the established limits confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 53521ud01 was identified.

Event description:
The customer stated that false positive architect total b-hcg results were generated for one patient. The following data was provided. Patient 1 november 18, 2023 initial result: 68.12 miu/ml (positive) repeat results: 65.78 miu/ml (positive) and 56.83 miu/ml (positive) november 20, 2023 new blood sample result: <1.2 miu/ml (negative) no impact to patient management was reported.